Event description:
As reported by the customer for this event, during reprocessing the device yielded no image and was black. There was a kink in the cable. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
Customer has two devices which failed with the same issue on the same day. These events are captured in medwatches with patient identifiers (B)(4). This medwatch is for the patient identifier (B)(4). The customer had 8 cameras failed in 2021. An endoscopy support specialist visit has been scheduled for the customer. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the device yielded no image. This is attributed to a severely kinked cable. There is also an intermittent image noted due to faulty cable unit. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the investigation confirmed the cause of no image was due to kinks on the cable and a faulty cable unit. The specific root cause of the could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.